Manufacturer narrative:
Follow-up #1: date of submission 05/03/2016 device evaluation: the device has been returned and evaluated by product analysis on 04/15/2016 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump black box showed that on (B)(6) 2016 the pump had been powered on at 03:06; when pump was powered back on the time/date was not corrected. The pump ran on default date time until a manual time/date change was made from (B)(6) 2007 09:31 to (B)(6) 2016 12:49. The pump was exercised for 24hrs and then turned off for 6 hours, when the pump was powered back on the time and date had reset to default. The pump passed delivery accuracy testing confirming that the pump was delivering within specifications. The pump cover was removed and found that the internal clock battery was leaking. Unrelated to the complaint, the display screen was observed to be discolored with a pinkish contrast. (B)(4).

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a blood glucose of 28 mmol/l with headache and blurred vision. The reporter indicated that the pump time and date was resetting to factory default with battery changes related to the issue. This report is made based on the allegation that the patient experienced hyperglycemia associated with use of the insulin pump.